Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the reported problem. Corrections included replacement of the unit's o2 filter tubing, readjusting the power supply voltage, and calibrating. Unit was calibrated and safety tested to factory's specifications.